Event description:
Information was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. Reporter states that the pt has significant denial issues regarding her diabetes and has been on the pump for 6 months, prior to the pump the pt had very poor control . Upon admit to the hosp, her blood glucose was reportedly>900. The pt was treated with IV fluids and insulin, and has been having discussion regarding her issues with a psychiatrist. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.